Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The physician felt the lead may be damaged or have tissue in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head).